Event description:
Left lower lobe lung lobectomy for 2 cm cancerous tumor complaint: left thoracic nerve injury with abdominal bulge-permanent. Chemotherapy: (B)(6) 2021 - cisplatin and alimta. Followed by tagrisso (target medication) for three (3) years. Permanent anemia. Left abdominal wall distortion-permanent; 20 lb weight loss. Use CPAP machine nightly without fail 8-10 hours, 365 days/year.